Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. The initial reporter not known at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navlock and probe are outworn. The navlock handle was broken. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received. The ratcheting handle was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned ratcheting handle does not ratchet in the forward direction. It is normal in reverse. The handle otherwise accepts instruments without issue. If information is provided in the future, a supplemental report will be issued.